Event description:
Correction to b5 of the initial report, the customer reported that during reprocessing they have seen a unknown coating / residues in the instrument channel.

Manufacturer narrative:
Correction to h6 "medical device problem code", please see h6 for further detail. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event could not be confirmed however, it is likely to have occurred. The following defects were noted: bending section rubber came off. Bending tube deformed. Image guide bundle spider webs. Angulation less or specified value however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. After reviewing the instruction manual at the time of the product shipment as to the damage, the following description is found. It is determined that the phenomenon indicated can be prevented by this: "do not pull the light guide cable. The light guide will be pulled out from the output socket of the light source and the endoscopic image will disappear. Do not coil the insertion tube with a diameter of less than 10 cm. The insertion tube may be damaged. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.